Event description:
On july 24, 2006, the lay-user/patient contacted international affiliate alleging that her one touch ultrasmart meter was reading inaccurately high. The technical service representative (tsr) corresponded with the patient on july 27, 2006, to obtain/verify information. On an unspecified day in july 2006, the patient obtained a reading of "20.0 mmol/l" at 3:30 pm on the reported meter. After testing on the meter, the patient took 28 units of sliding-scale "humalog" insulin. A few minutes later, the patient began to feel shaky and her eyes started "rolling." Soon after, she fell and lost consciousness. The patient did not know if her daughter tested her blood glucose or treated her while she was in a coma. When the patient's daughter found her on the floor, she immediately called the paramedics. The patient also could not recall what interventions the paramedics administered to her. She was taken to the hospital where she was given an IV (unknown contents). She was hospitalized for 5 days. The patient reported blood glucose results of "27.3 mmol/l" with her lifescan meter and "5.6 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient admitted to eating breakfast and lunch on the day of the event. She also mentioned that after eating lunch that day, she obtained a "good" reading that did not require a dose of insulin. For a few days preceding the event, the patient was using her uncle's meter and administered sliding-scale insulin based on that meter's readings. It is not known how long she was using her uncle's meter for, why she was using that meter, or what type of meter it was. One the day of the event, she did not have access to her uncle's meter and therefore, used her own meter. The patient mentioned to the tsr that she knew her meter was incorrect since she had compared it to her uncle's meter. The time difference of the comparison and readings taken are not known. The patient followed her medication regimen before and during the day of the event. The patient mentioned that she has a history of a "reflux disease", but did not want to provide additional information regarding that condition. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained a reading of "27.3 mmol/l," took prescribed sliding-scale insulin, lost consciousness, and was hospitalized. The patient performed a meter-to-lab comparison that did not meet lifescan's criteria for accuracy testing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.